Event description:
The hospital reported during an endoscopic vein harvesting procedure during cauterization of the branches, hemopro2 extension cable vh-4030 was intermittently functioning from the beginning of the procedure. The power setting was 3. Additionally, the harvester felt a shock while burning; harvester did not need any medical attention. The vh-4000 was switched out, but the cauterization was still intermittent. The procedure was completed using the same device and the vein turned out great. The cord was not switched out as they did not have a replacement. There was a significant delay. There was no patient harm.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 01/29/2024. An investigation was conducted on 01/30/2024. A visual inspection was conducted. The cable, harvesting device as well as the cannula was returned for evaluation. The harvesting device was returned inside the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the returned harvesting device. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be slightly flexed away at the center of the hot jaw due to clinical use. There were no visual defects observed on the intact cable. An electrical evaluation was conducted. A mechanical evaluation was conducted using a reference adaptor, power supply and returned hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The returned harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply did emit an audible beeping sound and the evh returned harvesting tool did produce steam and heat. An activation and transection capability test was performed over four (4) repetitions using "max life test method (B)(4) rev aa. The device successfully transected tissue four (4) times. Based on the returned condition of the device and the results of the evaluation, the reported failure ""electrical /electronic property problem" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance